Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A gold-tite® hexed uniscrew (item # unihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item number (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The reported device is currently located on an unknown tooth #, which is why it has yet to be returned. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # unihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw loosening) or device (unihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that a biomet screw (unihg) loosened. No damage to the implant was reported. Doctor tightened and requested for replacement.